Event description:
It was reported that the device exhibited a non-sustained right ventricular over-sensing episode due to post-sensed t wave over-sensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.